Event description:
It was reported that the right atrial (ra) lead had high thresholds and low impedance. Fluoroscopy confirmed the lead had been in a sub-optimal position from the time of implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2009. (B)(4).